Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient (pt) reported they saw the "system problem: cannot continue: call medtronic: rm03" message twice today when recharging their implanted neurostimulator (ins) and the recharger antenna (rtm) relay box got "pretty hot" when recharging the ins. Pt noted they recharged their ins battery last night to 100%, but this morning their ins battery was empty. Patient service specialist (pss) helped the pt inspect the rtm plug, controller port, and the controller battery pins, but no visible damage was detected. Pss had the pt clean the rtm plug pins and controller port. Pss reviewed rtm placement when recharging the ins. Pt initiated a recharge session to their ins with excellent quality, which later fluctuated between poor and good. Pt noted the controller battery was at 70% and their ins battery was at 70%. Pt added their controller battery was at 100%, 20 minutes ago. Pt noted their stimulation was off, even though they turned their stimulation on earlier. Pss confirmed the pt could successfully turn their stimulation on/off. Pt saw the "battery empty, cannot continue, recharge the controller" message even when the controller battery was at 70%. Pss helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. The issue was not resolved. An email was sent to the repair department to replace the rtm. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (B)(6) revealed intermittent no device found. Scratch marks on rtm donut. Fail antenna test temp. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.